Event description:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal distension ("bloating") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required), inflammation ("there's still inflammation throughout the body") and dysphagia ("I can't drink soda or I can't drink from straws"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal distension and dysphagia outcome was unknown and the inflammation had not resolved. The reporter considered abdominal distension, dysphagia and inflammation to be related to essure. "Concerning the injuries reported in this case, the following one was reported via social media : abdominal distension, dysphagia, inflammation." Most recent follow-up information incorporated above includes: on 18-jun-2018: social media received: case became incident. Reporter information, new event inflammation and its outcome added as not recovered / not resolved. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal distension ('bloating') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required), inflammation ("there's still inflammation throughout the body"), dysphagia ("I can't drink soda or I can't drink from straws"), anxiety ("my bowel movements cause me to have anxiety attack"), constipation ("I stay constipated") and dyschezia ("bowel movements painful"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal distension, dysphagia, anxiety, constipation and dyschezia outcome was unknown and the inflammation had not resolved. The reporter considered abdominal distension, anxiety, constipation, dyschezia, dysphagia and inflammation to be related to essure. "Concerning the injuries reported in this case, the following one was reported via social media : abdominal distension, dysphagia, inflammation." Most recent follow-up information incorporated above includes: on 10-jun-2019: content from plaintiff fact sheet received. Events anxiety, constipation & bowel movements painful were added. Reporter information updated. Incident: no lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal distension ('bloating') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety (started already before essure). In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required), inflammation ("there's still inflammation throughout the body"), dysphagia ("I can't drink soda or I can't drink from straws"), anxiety ("my bowel movements cause me to have anxiety attack/crazy anxiety"), panic attack ("essure causes panic attacks"), constipation ("I stay constipated"), dyschezia ("bowel movements painful"), food allergy ("reaction to hot sauce and spicy things"), throat irritation ("throat itches"), feeling abnormal ("feels weird"), sinusitis ("I have sinus infection"), sinus disorder ("chronic sinus issues with essure"), dyspnoea ("shortness of breath"), pelvic pain ("feel your pain"), viral infection ("viral infection"), chest pain ("chest pain with essure"), gastrooesophageal reflux disease ("they say it is gerd"), dyspepsia ("my stomach feels on fire and stomach meds made it all worse"), gastrointestinal inflammation ("it feels like inflammation in my intestines"), bronchitis ("bronchitis") with cough and headache ("headaches") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal distension, dysphagia, anxiety, panic attack, constipation, dyschezia, food allergy, throat irritation, feeling abnormal, sinusitis, sinus disorder, dyspnoea, pelvic pain, viral infection, weight decreased, chest pain, gastrooesophageal reflux disease, dyspepsia, gastrointestinal inflammation, bronchitis and headache outcome was unknown and the inflammation had not resolved. The reporter considered abdominal distension, anxiety, bronchitis, chest pain, constipation, dyschezia, dyspepsia, dysphagia, dyspnoea, feeling abnormal, food allergy, gastrointestinal inflammation, gastrooesophageal reflux disease, headache, inflammation, panic attack, pelvic pain, sinus disorder, sinusitis, throat irritation, viral infection and weight decreased to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: not available. Chest x-ray - on an unknown date: not available. Electrocardiogram - on an unknown date: not available. Ultrasound scan - on an unknown date: not available. Concerning the injuries reported in this case, the following ones were reported via social media : abdominal distension, dysphagia, inflammation. Food allergy, throat irrtation, feeling abnormal, sinus infection, sinus disorder, shortness of breath, chest pain, gerd, heartburn, intestinal inflammation, bronchitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received new reporter information was added. New event headaches was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal distension ('bloating') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety (started already before essure). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required), inflammation ("there's still inflammation throughout the body"), dysphagia ("I can't drink soda or I can't drink from straws"), anxiety ("my bowel movements cause me to have anxiety attack/crazy anxiety"), panic attack ("essure causes panic attacks"), constipation ("I stay constipated"), dyschezia ("bowel movements painful"), food allergy ("reaction to hot sauce and spicy things"), throat irritation ("throat itches"), feeling abnormal ("feels weird"), sinusitis ("I have sinus infection"), sinus disorder ("chronic sinus issues with essure") and dyspnoea ("shortness of breath"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal distension, dysphagia, anxiety, panic attack, constipation, dyschezia, food allergy, throat irritation, feeling abnormal, sinusitis, sinus disorder and dyspnoea outcome was unknown and the inflammation had not resolved. The reporter considered abdominal distension, anxiety, constipation, dyschezia, dysphagia, dyspnoea, feeling abnormal, food allergy, inflammation, panic attack, sinus disorder, sinusitis and throat irritation to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media : abdominal distension, dysphagia, inflammation. Food allergy, throat irrtation, feeling abnormal, sinus infection, sinus disorder, shortness of breath". Most recent follow-up information incorporated above includes: on 14-nov-2019: social media was received. Event added from social media- sinus infection, sinus disorder, shortness of breath. Reporter information were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal distension ('bloating') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety (started already before essure). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required), inflammation ("there's still inflammation throughout the body"), dysphagia ("I can't drink soda or I can't drink from straws"), anxiety ("my bowel movements cause me to have anxiety attack/crazy anxiety"), panic attack ("essure causes panic attacks"), constipation ("I stay constipated"), dyschezia ("bowel movements painful"), food allergy ("reaction to hot sauce and spicy things"), throat irritation ("throat itches") and feeling abnormal ("feels weird"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal distension, dysphagia, anxiety, panic attack, constipation, dyschezia, food allergy and throat irritation outcome was unknown and the inflammation had not resolved. The reporter considered abdominal distension, anxiety, constipation, dyschezia, dysphagia, feeling abnormal, food allergy, inflammation, panic attack and throat irritation to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media : abdominal distension, dysphagia, inflammation. Food allergy, throat irrtation, feeling abnormal most recent follow-up information incorporated above includes: on 18-oct-2019: with follow up received on 18-oct-2019 it was detected that this case report is a duplicate to two records # us-bayer-2019-201977 (medwatch 3500a MFR number 2951250-2019-11320) and to record # us-bayer-2019-065794 from which all information was transferred to this case, then both duplicates us-bayer-2019-065794 and us-bayer-2019-201977 will be deleted. New: new reporter's from social media were added. Medical history (anxiety) added. New events: feeling abnormal, food allergy and throat irritation. Also extracted from previous report: panic attacks no lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal distension ('bloating') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety (started already before essure). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required), inflammation ("there's still inflammation throughout the body"), dysphagia ("I can't drink soda or I can't drink from straws"), anxiety ("my bowel movements cause me to have anxiety attack/crazy anxiety"), panic attack ("essure causes panic attacks"), constipation ("I stay constipated"), dyschezia ("bowel movements painful"), food allergy ("reaction to hot sauce and spicy things"), throat irritation ("throat itches"), feeling abnormal ("feels weird"), sinusitis ("I have sinus infection"), sinus disorder ("chronic sinus issues with essure"), dyspnoea ("shortness of breath") and pelvic pain ("feel your pain"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal distension, dysphagia, anxiety, panic attack, constipation, dyschezia, food allergy, throat irritation, feeling abnormal, sinusitis, sinus disorder, dyspnoea and pelvic pain outcome was unknown and the inflammation had not resolved. The reporter considered abdominal distension, anxiety, constipation, dyschezia, dysphagia, dyspnoea, feeling abnormal, food allergy, inflammation, panic attack, pelvic pain, sinus disorder, sinusitis and throat irritation to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media : abdominal distension, dysphagia, inflammation. Food allergy, throat irritation, feeling abnormal, sinus infection, sinus disorder, shortness of breath". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-feb-2020: content from social media received. New events pelvic pain were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal distension ('bloating') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety (started already before essure). In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required), inflammation ("there's still inflammation throughout the body"), dysphagia ("I can't drink soda or I can't drink from straws"), anxiety ("my bowel movements cause me to have anxiety attack/crazy anxiety"), panic attack ("essure causes panic attacks"), constipation ("I stay constipated"), dyschezia ("bowel movements painful"), food allergy ("reaction to hot sauce and spicy things"), throat irritation ("throat itches"), feeling abnormal ("feels weird"), sinusitis ("I have sinus infection"), sinus disorder ("chronic sinus issues with essure"), dyspnoea ("shortness of breath"), pelvic pain ("feel your pain"), viral infection ("viral infection"), chest pain ("chest pain with essure"), gastrooesophageal reflux disease ("they say it is gerd"), dyspepsia ("my stomach feels on fire and stomach meds made it all worse"), gastrointestinal inflammation ("it feels like inflammation in my intestines") and bronchitis ("bronchitis") with cough and was found to have weight decreased ("weight loss"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal distension, dysphagia, anxiety, panic attack, constipation, dyschezia, food allergy, throat irritation, feeling abnormal, sinusitis, sinus disorder, dyspnoea, pelvic pain, viral infection, weight decreased, chest pain, gastrooesophageal reflux disease, dyspepsia, gastrointestinal inflammation and bronchitis outcome was unknown and the inflammation had not resolved. The reporter considered abdominal distension, anxiety, bronchitis, chest pain, constipation, dyschezia, dyspepsia, dysphagia, dyspnoea, feeling abnormal, food allergy, gastrointestinal inflammation, gastrooesophageal reflux disease, inflammation, panic attack, pelvic pain, sinus disorder, sinusitis, throat irritation, viral infection and weight decreased to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: not available. Chest x-ray - on an unknown date: not available. Electrocardiogram - on an unknown date: not available. Ultrasound scan - on an unknown date: not available. Concerning the injuries reported in this case, the following ones were reported via social media : abdominal distension, dysphagia, inflammation. Food allergy, throat irrtation, feeling abnormal, sinus infection, sinus disorder, shortness of breath, chest pain, gerd, heartburn, intestinal inflammation, bronchitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal distension ('bloating') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety (started already before essure). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required), inflammation ("there's still inflammation throughout the body"), dysphagia ("I can't drink soda or I can't drink from straws"), anxiety ("my bowel movements cause me to have anxiety attack/crazy anxiety"), panic attack ("essure causes panic attacks"), constipation ("I stay constipated"), dyschezia ("bowel movements painful"), food allergy ("reaction to hot sauce and spicy things"), throat irritation ("throat itches"), feeling abnormal ("feels weird"), sinusitis ("I have sinus infection"), sinus disorder ("chronic sinus issues with essure"), dyspnoea ("shortness of breath"), pelvic pain ("feel your pain") and viral infection ("viral infection"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal distension, dysphagia, anxiety, panic attack, constipation, dyschezia, food allergy, throat irritation, feeling abnormal, sinusitis, sinus disorder, dyspnoea, pelvic pain and viral infection outcome was unknown and the inflammation had not resolved. The reporter considered abdominal distension, anxiety, constipation, dyschezia, dysphagia, dyspnoea, feeling abnormal, food allergy, inflammation, panic attack, pelvic pain, sinus disorder, sinusitis, throat irritation and viral infection to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media : abdominal distension, dysphagia, inflammation. Food allergy, throat irritation, feeling abnormal, sinus infection, sinus disorder, shortness of breath". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media : reporter added. Event added as viral infection. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal distension ('bloating') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety (started already before essure). In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required), inflammation ("there's still inflammation throughout the body"), dysphagia ("I can't drink soda or I can't drink from straws"), anxiety ("my bowel movements cause me to have anxiety attack/crazy anxiety"), panic attack ("essure causes panic attacks"), constipation ("I stay constipated"), dyschezia ("bowel movements painful"), food allergy ("reaction to hot sauce and spicy things"), throat irritation ("throat itches"), feeling abnormal ("feels weird"), sinusitis ("I have sinus infection"), sinus disorder ("chronic sinus issues with essure"), dyspnoea ("shortness of breath"), pelvic pain ("feel your pain"), viral infection ("viral infection"), chest pain ("chest pain with essure"), gastrooesophageal reflux disease ("they say it is gerd"), dyspepsia ("my stomach feels on fire and stomach meds made it all worse"), gastrointestinal inflammation ("it feels like inflammation in my intestines") and bronchitis ("bronchitis") with cough and was found to have weight decreased ("weight loss"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal distension, dysphagia, anxiety, panic attack, constipation, dyschezia, food allergy, throat irritation, feeling abnormal, sinusitis, sinus disorder, dyspnoea, pelvic pain, viral infection, weight decreased, chest pain, gastrooesophageal reflux disease, dyspepsia, gastrointestinal inflammation and bronchitis outcome was unknown and the inflammation had not resolved. The reporter considered abdominal distension, anxiety, bronchitis, chest pain, constipation, dyschezia, dyspepsia, dysphagia, dyspnoea, feeling abnormal, food allergy, gastrointestinal inflammation, gastrooesophageal reflux disease, inflammation, panic attack, pelvic pain, sinus disorder, sinusitis, throat irritation, viral infection and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): concerning the injuries reported in this case, the following ones were reported via social media : abdominal distension, dysphagia, inflammation. Food allergy, throat irrtation, feeling abnormal, sinus infection, sinus disorder, shortness of breath, chest pain, gerd, heartburn, intestinal inflammation, bronchitis quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: added new events chest pain, gest, heartburn, intestinal inflammation and bronchitis. Added new reporter and relevant tests and product start date. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal distension ('bloating') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety (started already before essure). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required), inflammation ("there's still inflammation throughout the body"), dysphagia ("I can't drink soda or I can't drink from straws"), anxiety ("my bowel movements cause me to have anxiety attack/crazy anxiety"), panic attack ("essure causes panic attacks"), constipation ("I stay constipated"), dyschezia ("bowel movements painful"), food allergy ("reaction to hot sauce and spicy things"), throat irritation ("throat itches"), feeling abnormal ("feels weird"), sinusitis ("I have sinus infection"), sinus disorder ("chronic sinus issues with essure"), dyspnoea ("shortness of breath"), pelvic pain ("feel your pain") and viral infection ("viral infection") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal distension, dysphagia, anxiety, panic attack, constipation, dyschezia, food allergy, throat irritation, feeling abnormal, sinusitis, sinus disorder, dyspnoea, pelvic pain, viral infection and weight decreased outcome was unknown and the inflammation had not resolved. The reporter considered abdominal distension, anxiety, constipation, dyschezia, dysphagia, dyspnoea, feeling abnormal, food allergy, inflammation, panic attack, pelvic pain, sinus disorder, sinusitis, throat irritation, viral infection and weight decreased to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media : abdominal distension, dysphagia, inflammation. Food allergy, throat irritation, feeling abnormal, sinus infection, sinus disorder, shortness of breath". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event added- weight loss.reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.